Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of an unspecified vessel. A 4.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 20 atmospheres. The balloon was completely removed from the patient. There was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).